Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the power cord was damaged on the centrifugal battery and was non-usable. There was no pt involvement.

Manufacturer narrative:
The service repair tech (srt) found that the prongs on the power cord were bent. The srt replaced the suspect cord with a new power cord. With the power cord replaced and preventative measures completed, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.